Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0716 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong nxt clearvue catheter placed on (B)(6) 2019. Pre-placement review showed that the catheter was intact. After placement, the catheter was maintained regularly. No swelling occurred during infusion. On (B)(6) 2019, extravasation was found at the puncture site. 38cm of the PICC was in the body of this patient, and 4cm external. Tore the pad pasting, injected normal saline, found two partial damages at the scales of 37 cm and 36cm, from which saline flowed out.